Event description:
Additional information was obtained. Approximately one month later, a replacement procedure was performed. This device was removed and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed it had reached elective replacement indicators three weeks earlier. Charge time was 21.2 seconds and voltage of 2.71. An internal technical service consultant was contacted and as this device was at eri, replacement was recommended. There was concern that battery had depleted more rapidly than expected due to extended charge times. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted. Should additional information become available, this event will be updated.